Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Test strip (B)(4). Note: manufacturer contacted customer on 3/7/2017 in a follow-up call in order to ensure the customer's condition since the initial call; speak to mrs. (B)(6), no detailed information was given regarding emergency doctor's visit. Customer stated her husband felt better and was sent home.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. (B)(6), wife, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of e-5 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of excessive thirst. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history. Caller is calling on behalf of husband who states that meter is reading e-5. Caller states customer has excessive thirst. Caller states she will take her husband to the emergency room. Per wife, the customer was taken to the hospital however date, time, diagnosis and treatment was not disclosed. Unable to reach customer after several attempts.